Event description:
It was reported that, "the patient had a tea last year. Recently, the joint axis was dissociated from the reported device. Therefore, the surgeon performed the revision surgery to replace the axis and bearing."

Manufacturer narrative:
Additional information was requested. When completed, the evaluation summary will be submitted in a supplemental report.